Event description:
The pt presented to the emergency dept with chest pain. Impression: acute inferior mi with continued chest pain and cardiogenic shock. Pt taken emergently to the cardiac cath lab. Predilation of rca successful. The balloon material was "wadded" at the distal end of the stent. The pt was taken to the or for CABG x3 and removal of foreign body from rca. The pt could not be weaned from cardiopulmonary bypass and died in the or.